Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) on 2017-aug-17 reported the serial number of the refill kits used was unknown was they used three of them. The cause of the inability to fill the pump was the bellows would not inflate. Actions/interventions taken included emergency room exchange "x-change" of pump. The inability to fill the pump was not resolved. The patient's weight was (B)(6) pounds. No further complications were anticipated/reported.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID neu_refillkit_acc, product type accessory.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 60mg/ml dilaudid at 28mg/day and 60mg/ml marcaine at 28mg/day via an implantable infusion pump for non-malignant pain and "failed back syndrome-other." It was reported that they were expecting to aspirate 3ml and they aspirated 3ml. However, they were unable to inject any medication into the pump. It was stated they used fluoroscopy and with a lateral view it appeared as though the bellows were partially collapsed as they appeared to be "diagonal." It was stated they attempted to push saline in the ump with a 10cc syringe and were unsuccessful. The hcp reported they tried forcing saline into the pump using both a 5 and 3cc syringes and was unsuccessful with both. It was reported when they tried with the 5cc syringe some saline started to "leak out of the tubing." The hcp tried holding negative pressure with an empty syringe for several minutes and nothing changed with the fluoroscopy image. The hcp stated they tried to push air into the pump using an empty syringe and "one side is completely stuck." No further complications were anticipated/reported.